Event description:
The customer reported via phone call that the display on the insulin pump was blank when she woke up in the morning. The customer stated that if she pushes a button, the display shoes but fades away. She stated that she has been sweating a lot lately and the device might have been exposed to moisture. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 140 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. The insulin pump was received with cracked case on display window corners, cracked reservoir tube lip, and cracked battery tube threads.